Event description:
The user facility reported that the doctor went to use the angio-seal on the patient's right groin, and it did not work. They grabbed a second one with the same lot number and it did the same thing. The angio-seal green plug piece will not snap into the white sheath. The estimated blood loss was less than 250cc. Additional information was received on 07 sept 2023: after the attempt with the second device, hemostasis was achieved by manual pressure. Additional information was received on 14 sept 2023: the procedure was being performed for the patient, prior to the use of the closure device was a follow up cerebral angiogram. A 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The patient was in stable condition. The user did not have difficultly inserting the locator into the hub. The user did succeed in mating the locator and the hub. There was no audible click heard with the first device, however the second device did have an audible click. There was tactile feedback after mating. The device would go together however, they would not stay together. Each device was attempted at least five times each to mate the locator into the hub. The locator was too loose and would separate after mating into the hub. The separation of the devices occurred while trying to put the device in the patient.

Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.